Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
New information states that the patient was in stable condition after the procedure.

Event description:
It was reported that during an unrelated procedure the ICD was explanted and replaced due to premature battery depletion. No further information was provided.